Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) litigation received. Litigation alleges moderately severe pain, which affects his ability to walk and sit. Radiograph showed osteolysis and showed a large fluid collection with debris consistent with a granulomatous pseudotumor secondary to metal reaction. It was reported on the revision note that was pseudotumor about the posterior aspect of the hip. Brownish fluid was noted. There was moderate necrosis of the tissues about the hip. There was evidence of corrosion at the head and neck junction and moderate osteolysis of the proximal femur. Results for blood levels were below 7(no unit provided). Doi: (B)(6) 2009 : dor: (B)(6) 2016 (left hip). This pc is linked to (B)(4) (right hip).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, litigation alleges have not fully recovered since the revision surgeries, still experience cramping, loss of mobility and range of motion. After review of medical records for MDR reportability, it was reported that the patient was revised to address adverse local soft tissue reaction. Revision note reported pseudotumor and moderate necrosis of the tissues in the posterior aspect of the hip. There was some evidence of corrosion at the head and neck junction and moderate osteolysis of the proximal femur.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.